Event description:
Preop diagnosis was aortic regurgitation/stenosis following heart cath performed on 4/30/96. At reop, "a very large paravalvular leak between the non-coronary cusp and the rooff of the left atrium by he left coronary artery ostia". In july during sternal revision surgery, new valve functioned fine.